Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized on (B)(6) 2020 with blood glucose of over 600 mg/dl. Customer was hospitalized for three days and was treated with manual injection. Customer reported that the insulin pump continued to alarm for high blood glucose and customer kept checking blood glucose every hour. It was reported that auto mode was not active at the time of incident. Insulin pump is not expected to return for failure analysis.